Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that a detached needle and a dispensed suture of the product code, j433h could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number qkmepj, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cleft palate procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in cleft lip and palate repair surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.